Event description:
Patient on the table won't boot up. It has been reported to philips that while the patient was on the table, it would not boot up. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside the clinical use at the time of the event. Rse checked and found that system was not booting up. There is a possible software corrupt. Onsite visit was scheduled but in later it was cancelled due to the customer fixed the issue with the inhouse team. Since the fault fixed by customer itself and system is up. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.